Event description:
It was reported to covidien on (B)(6) 2015 that a customer has an issue with a single lumen umbilical vessel catheter (uvc). The representative reports that this 1 day unwell infant was retrieved from (B)(6) for level 3 nicu care. The infant's condition deteriorated and umbilical catheters were inserted for on-going management. There was on-going bleeding from the umbilical vein and arteries around the catheters so extra suturing was required to secure the lines and stop the bleeding. An x-ray showed one of the lines was in a little too far and needed pulling back a little. While the nns was pulling back the catheter it snapped. The nns stated the line was not difficult to pull back and no force was applied. There was a large portion of the catheter still in the umbilical artery and was unable to be seen. A repeat x-ray showed the catheter had migrated. The nicu surgeon was called and attempted to remove the catheter with no success. The infant was referred to (B)(6) and transported there the next day. The catheter was surgically removed.

Manufacturer narrative:
Submit date: 05/08/2015. Per additional information received from the customer, the customer stated that the catheter broke somewhere on the catheter body. 2% aqueous chlorhexidine solution used to clean the skin and the area was completely dried prior to insertion and was not difficult to handle the catheter during insertion. It was not difficult to secure and was secured by a purse string suture around the base of the cord to stop bleeding. Suture base of cord into skin and line secured with tape to the suture. The uvc was inserted (B)(6) 2015 in the umbilical artery and was in continuous use. A 0.9% nacl was used to flush the line using a 10ml syringe. The uvc was removed (B)(6) 2015. The device was not replaced. The patient was discharged.

Event description:
Please see the investigation summary below: the device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. No changes related to the reported condition were found within six months prior to lot s manufacturing date. The product sample was returned within a generic plastic bag. It consisted of one catheter 3.5 fr urethane umb cath. The device was received incomplete and presents signs of use. After visual inspection, the catheter was found cracked near the 20 cm. This cut is not straight. Maximized photos of the uvc were taken with the optical vertex. Moreover, three photos were provided by the customer. The images show a broken catheter. This tear is not clean and has sharp edges. Research and development department at the mansfield facility performed an additional analysis in order to capture maximized images of the tear. According to the report, the catheter tubing was torn in half near the 20 cm mark. The event description states,there was on-going bleeding from the umbilical vein and arteries around the catheters, so extra suturing was required to secure the lines and stop the bleeding. An x-ray showed one of the lines was in a little too far and needed pulling back a little. While the nns was pulling back the catheter it snapped. It can be noticed that the customer did not identify any issue prior to use, and rather, the reported failure occurs during the medical procedure. Detailed evaluation of the photos provided, revealed some scratches on the tubing, near to the section were the uvc was torn. The instructions for use (IFU) warn: exercise caution when using sharp instruments near the catheter. Exercise caution when suturing catheter to avoid cutting, indenting, or compromising the catheter in any way. According to the event description, the user executed a suture to fasten the lines and stop the bleeding from the umbilical vein and arteries around the catheters, therefore it is likely considered that the catheter tubing was weakened during suture and when the nns tried to pull it back, the tube could not hold the tension and it was torn: while the nns was pulling back the catheter it snapped. This defect has been confirmed. Based on all gathered information, the most probable root cause could be considered as misuse, and no additional actions are required. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would avoid this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.